Event description:
During review of programming history for a pt's device to estimate the remaining battery life, it was noted that the device was programmed to unintended settings in 2006 at a follow-up visit. The settings corresponded to those at which the system diagnostic test is executed which usually occurs following an interrupted system diagnostic test. The pt's device was found to be programmed at incorrect settings and then programmed back to intended settings on (B)(6) 2006. The interruption during the system diagnostic test could not be confirmed via programming history review. It is unk which programming system or which physician the interruption occurred with.